Event description:
The patient's knee was unstable and gave way and went to the ER on (B)(6) 2014. The x-ray revealed no broken bones. The patient could not put any weight on it at all. The surgeon reviewed the x-ray and determined the patient needed a revision. The surgeon noted loose tibial bearing component.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown tibial component. An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.